Event description:
Patient reported infusion set tubing separated from the luer lock connection. She indicated that her blood glucose levels were not affected. Patient stated that she changed the infusion set to address the issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.